Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: 1st attempt with blue 25mm io into r leg; unable to remove stylet then met rn removed entire io. 2nd attempt with yellow 45mm io in l leg was able to remove stylet with some difficulty, attached fluids but would not run. 3rd attempt with pink io in r leg successful, no issues.